Manufacturer narrative:
The patient reports having experienced a significant weight loss after the nalu system was implanted but did not report any other specific events or activities leading up to the development of connectivity issues. Per the patient, connectivity issues did not occur until approximately 6 months after the system was implanted, and the patient did not report any symptoms related to impedance errors. It is possible that the patient's dramatic weight change allowed the ipg to become unstable, with the ipg rotating within the pocket and placing stress on the attached leads. The explanted components were not released to the firm for further testing and analysis.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system in (B)(6) 2025 to treat knee pain. In (B)(6) 2025 a nalu representative was notified that the patient had been experiencing connectivity issues between the implantable pulse generator (ipg) and the external therapy discs. Per the patient, the issues had been occuring for several months. Imaging found that the ipg appeared to have migrated within the pocket and was no longer seated flat and parallel to the skin surface. While evaluating the system it was also noted that there were impedance issues on both implanted leads, with several contacts showing open circuit readings as early as (B)(6) 2025. On (B)(6) 2025 the patient was seen for a planned revision procedure. During the procedure the implanted components were damaged and the physician elected to explant the system without placing a new one. While removing the damaged leads, the physician chose to leave the distal end of both leads in place while removing the proximal lead ends and the ipg.